Event description:
The completed fal analysis showed leakage between the gauge and syringe. The 3x4 mini complex trufill dcs orbit coil (637mf0304) could not be detached using the trufill dcs syringe (635001), despite pressurizing five times with two attempts exceeding the alternative detachment method. The coil system was removed from the pt and it was noted that the coil was stretched. The procedure was completed with another orbit coil and dcs syringe. The procedure was a coil embolization of a posterior communicating artery (pcom) aneurysm measuring 3.5x4.9mm with a neck of 1.7mm. There was a leakage noted with the hub of the orbit system or at any other area. The needle gauge of the syringe moved when pressure was applied and after disconnecting the coil delivery system, no damages were noted on the syringe. During prep a dedicated source of saline was used to fill and prep the syringe, and the pressure was increased to the blue zone to prep the orbit system. It was reported that during prep, the blue zone was exceeded, but the syringe was not damaged. No other coils were detached with the syringe an no leaks were noted in any area of the syringe.

Manufacturer narrative:
A batch review performed on the lot associated with the syringe revealed no abnormalities or non-conformances of this nature noted during incoming or at final inspection. During functional test of the trufill dcs syringe a leakage was observed between the gauge and the syringe. Upon visual inspection, no manufacturing defects were observed. No voids in cured glue were observed. A batch review performed on the lot revealed no abnormalities or non-conformances of this nature noted during incoming or at final inspection. When the returned device was subjected to the gauge accuracy and pressure test, the inflator was unable to be pressurized due to a leakage between the gauge and the inflator syringe. It was reported that 5 attempts were made to detach the orbit coil with this syringe with the red alternative detachment zone being exceeded two times. It was also reported that the needle gauge on the syringe moved when pressure was applied. Although the root cause of the leakage observed on the returned syringe cannot be conclusively determined, it is possible that repeated increase beyond the red zone or post procedural handling/shipping contributed to the instructions for use warns not to exceed the red zone. Based on the procedural info and the analysis of the returned device, no conclusion can be made regarding the relationship of the trufill dcs syringe to the reported inability to detach the orbit coil. This is one of two products used during the same procedure on the same pt, which is associated with mfg report # 1058196-2009-00017.